Manufacturer narrative:
D10 concomitant products: sigphandle - sig power sigphandle handle, serial# (B)(6), sigadaptxl - sig power sigadaptxl linear xl adapter, serial# (B)(6) sig45axt - tri 2.0 sig45axt 45 xtra thk 15mm, lot# n3l1959y sigpshell - sig power sigpshell control shell, lot# unknown h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information re garding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the device was partially fired. Visual inspection noted that the reload was partially fired with the interlock engaged, the jaws were open and the staple pushers were visible at the 1 cm cut line. Functionally, the reload was loaded into a representative device. The interlock was overridden and the reload was applied to test media. All remaining staples were placed and test media was cleanly transected. The interlock was tested and found to function properly. The product analysis noted evidence that the device was not used as intended. The partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastric sleeve procedure, the power stapler was unable to enter the firing mode. A new components were used to resolve the issue. There was no patient injury. Product was received without accompanying information. Medtronic's initial evaluation of the returned product found thee reload was partially fired with the interlock engaged.